Manufacturer narrative:
Other relevant device is: catalogue # etlw1610c93ej, serial # (B)(4), use by date: 2019-03-28, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. After the urgent procedure was completed, the patient was moved to the intensive care unit. It was reported that there was no dorsalis pedis pulse and the patient was immediately moved to the operating room. Stent graft limb occlusion was suspected since there was no dorsalis pedis pulse. A thrombectomy procedure was performed using a fogarty catheter (from the femoral artery down to the peripheral). The physician stated the cause of the event was due to user error (the cut-down site of the femoral artery was not properly sutured). No additional clinical sequelae were reported and the patient is fine.